Manufacturer narrative:
(B)(4). The patient line clamp was closed during the prime, which is known to cause air in the lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient ended up being connected after the reported event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy because the clamp remained closed during the prime. The patient stated that they realized the clamp was closed during the prime only after they started the therapy. The patient unclamped and continued with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.